Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed endotracheal tube was in patient use for 5 hours when the ventilator alarmed, "leak" suggesting a leak in the endotracheal tube. The reporter explained that the endotracheal tube had been checked for leaks prior to patient use, and none were detected. The reporter indicated that no adverse health effects resulted from event.

Manufacturer narrative:
The reported sacett, suction above cuff tracheal tube 8.0 was returned for investigation. The returned device was received inside a plastic bag and without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and observed the inflation line detached. Functional testing was performed and the device; based on the evidence collected with the recreation of the failure mode, it can be concluded that the inflation line was stretched until it broke.